Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit alarmed "fiber optic sensor failure". The patient did pass away due to pre-existing disease.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: h6 (health effect - clinical code). The information received from the customer after attempting good faith efforts (gfe) was that to the best of their knowledge, it was sent out to be repaired and they received it back, cleared for use. No additional information could be obtained on this complaint event. If information is received, we will reopen and update the complaint. H3 other text: device not returned to manufacturer.